Event description:
Rayner intraocular lenses limited received notification from (B)(6) hospital of an adverse event that occurred during use of a rayner c-flex aspheric 970c intraocular lens. The event description provided by the healthcare facility is as follows "the lens was loaded by the nurse, checked under the microscope by surgeon and implanted into the patient's eye. Injector was removed from eye, trailing haptic was outside of capsulorhexis so surgeon used a mushroom dialler to push on outside of trailing haptic to push the lens into the bag. On doing this the first haptic pushed through the capsule causing a tear."

Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner intraocular lenses limited. The physician enlarged the incision and explanted the c-flex aspheric 970c intraocular lens. Within the same procedure the physician performed an anterior vitrectomy and implanted an intraocular lens into the ciliary sulcus. Additional lens loading training, since this event, has been provided to the physician by the rayner sales specialist. Our review of production records for the c-flex aspheric 970c batch 111e30352 confirms that all manufacturing and quality checks were satisfactory. All lenses released from this batch were within specification. Complaints since (B)(6) 2011, the month of manufacture, were reviewed and we can confirm that no complaints, of any type, have been received against the c-flex aspheric 970c batch 111e30352.